Event description:
The customer reported that after 7 days of use, air leaked from pilot balloon of the tracheostomy tube and the inner tube was difficult to remove. The pt was re intubated. The tracheostomy tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.